Manufacturer narrative:
No UDI required due to this device was out of production prior to the (B)(6) 2014 UDI regulation date. The device history records (DHR) for the device were reviewed. The associated device was released based on the company's acceptance criteria. A review of the technical service on-site showed no abnormalities that could have contributed to this event: laser was successfully verified prior the day of the event. A review of the log-file could not be done because the log-file for the day of the treatment is not available. Technical root cause could not be determined as the system is within specifications and works as intended. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported diffuse lamellar keratitis (dlk) in a patient's right eye. The dlk was seen under an area of loose epithelium one day post lasik. Topical steroid dosage was increased. Upon follow up, dlk is reported to be resolved.